Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set / line) occurred on the homechoice (hc) device during dwell 5 of 6. The home patient (hp) was connected at the time of the alarm. The hp stated that there were air bubbles in the patient line and informed the technical service representative (tsr) that there were no obvious reasons for the air bubbles. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The tsr advised and assisted the hp with ending the therapy and removal of cassette. The hp would complete the therapy by manual exchange. During a follow-up call to hp by the product surveillance associate, the hp informed that there was nothing visibly wrong with the supplies that could have caused the alarm and the therapy was going well since the alarm incident. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.